Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The customer declined not to load a new cartridge and will continue using the existing one for insulin therapy.